Event description:
Patient presented back to the physician with continued infection. Physician brought the patient into the or and removed the entire inspire system.

Event description:
Patient presented to the urgent care physician with an infection at the neck incision site. Physician prescribed antibiotics. Patient then presented to the ent physician with scabbing and drainage at the neck incision. Ent physician prescribed another round of antibiotics. Patient presented back to the physician with reoccurring infection at the neck incision site. Physician examined the area and noted the stimulation lead wire had eroded through the skin. Physician brought the patient into the or, further explored the area, and found that the eroded portion of the stimulation lead wire was severed. Physician removed the stimulation lead body, drained and flushed the neck incision pocket with antibiotic solution, and closed.